Event description:
It was reported that the cardiac resynchronization therapy pacemaker was recently found to be in safety mode. Emergent device replacement was recommended. After review of the device data, it was also noted that there were prior episodes of oversensing on the ventricular channel that led to pacing inhibition and pauses in pacing of up to 2.6 seconds. The sensitivity had been changed from automatic gain control to fixed. The crt-p remains in service at this time and no adverse effects were reported.